Event description:
Additional information received reported that the lead had been repositioned. It was noted that the patient felt well and had pain relief.

Event description:
It was reported the patient experienced ¿undesirable stimulation in the hips in order to feel foot stimulation¿ (the patient¿s pain area). It was further reported the patient experienced ¿pain¿ as a symptom of the event. It was noted a revision of the lead was scheduled for 2014 (B)(6). Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced overstimulation sensation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported on (B)(6) 2013, the lead did not function anymore and there was no stimulation.